Event description:
Ltv 1200 (rental) was removed from patient due to excessive heat. The patient having respiratory spells (typical for this patient) - rts checking on the ventilator noted that the vent was very hot and removed the patient from the vent on to servo I. The ventilator was rented from uhs late (B)(6) and placed on patient that day. Biomed checked it in prior to placing on the (B)(6).